Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption starting (B)(6) 2017. 49 low flow alarms have been logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passedfunctional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed no evidence of thrombus within the pump, however, the material noted at the junction of the inflow with the sewing ring is grossly and histologically consistent with mural thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows observed during log file analysis may be attributed to factors such as thrombus in the outflow graft. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 49 low flow alarms have been logged since (B)(6) 2017. A slight upward trend of approximately 0.3 w over the last 2 weeks was observed to parameters borderline above the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 49 low flow alarms have been logged since (B)(6) 2017. A slight upward trend of approximately 0.3 w over the last 2 weeks was observed to parameters borderline above the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported to the ventricular assist device (vad) coordinator that while at home that her power and flow increased over the past several days. The patient was asked to come to the hospital for further testing and evaluation. It was stated that the patient presented to the emergency room (ER) on the evening of (B)(6) 2017. Patient was admitted to the hospital for observation patient was diuresis and evaluated for suspected pump thrombus. It was stated that the patient reports having dyspnea, but no other symptoms. Patient is currently stable and 1a listed on the transplant list. It was further stated that there were no plans for pump exchange at this time, no additional anticoagulation agents at this time due to supratherapeutic international normalized ratio (inr). Site will continue to monitor and send log files. On (B)(6) 2017 patient's flow and power both decreased compared to the previous day.  Additional information was received on (B)(6) 2017 that stated that the patient remained admitted to the hospital an was currently stable. Also that the patient experienced a sudden increase in flows and power at 0800 on (B)(6) 2017. Ldh peaked at 1600 and urine was dark brown. No test have been done to confirm thrombus at this time. If was further stated that tissue plasminogen activator (tpa) was given on (B)(6) 2017 with a decrease in flow and power. It was stated that there were no plans at this time for a pump exchange, the patient continued to be status 1a on the transplant list. No additional information available.